Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent performance of the product and this report only represents evaluation description. Analysis was normal. No anomaly was found.

Event description:
It was reported that decrease in sensing was observed. The lead was explanted and replaced.